Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that an endoleak located at the same area as a lumbar vessel was observed during the implant. The type of endoleak was unk. The physician attempted to resolve the endoleak by ballooning and then by using a cuff, however, the endoleak did not resolve. A follow-up CT to confirm the type of endoleak was planned, but attempts made to obtain further information were unsuccessful. No further details were reported.

Manufacturer narrative:
(Secondary intervention required) evaluation: results: endoleak. (Cd, films or operative reports not provided, type of leak unk). Evaluation: conclusion: (cd, films or operative reports not provided, type of leak unk).